Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during the set-up for a cori assisted surgery, after a real intelligence robotic drill was plugged in, immediately a communication failure error was received. Surgery was performed after a non-significant delay with a sn back-up device. Since this was noticed before surgery, the patient was not yet involved.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), intended for use in treatment, was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was not confirmed with a functional evaluation. The drill was connected to a lab console and drill diagnostics performed three times. No communication failure errors were observed. The drill was connected for three test case setups, and no communication failure errors were observed. The drill functioned as intended. A relationship between the reported event and the device could not be established. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with electrical noise in the system and drill causing a fault. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.